Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula compromised with a 'white spot' that moved after first 5 unit bolus on (B)(6) 2025 during troubleshooting that led to occlusion alarm. The event occurred within 3 hours of insertion and sometime up to 6 hours. The insertion site was thigh. No further information available.